Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath, a statseal was applied and the tr band was inflated with 9ml of air. The statseal protocol was followed. 3 ml of air was removed at 20 minutes which left 6ml of air in band. At 1 hour there 0ml of air remained in the band. A slow leak/deflation occurred; it was noted 40 minutes post initial inflation. A hematoma occurred and 5 ml of air was inflated into the band, a second band was placed, and the procedure was completed. The hematoma was managed. The event occurred while the patient was in recovery. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in the inventory room. The balloons were able to be inflated by the tech.